Event description:
It was reported that during a pulse field ablation procedure a farawave was selected for use. During procedure, guidewire in the catheter did not move. The catheter was replaced, and procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis as it was discarded by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.